Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the paedigav valve were detected during the visual inspection. Deposits (likely protein) were clearly visible inside the membrane of the pedriatic prechamber. Permeability test: a permeability test has shown that both the paedigav valve and the pedriatic prechambe are permeable. The flow rate of the paedigav valve was slower than expected. Computer controlled test: to test the opening pressure, we use a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal, as well as vertical positions. The results show that the valve operates within the accepted tolerane in both positions. Results: finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion or under-drainage. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfuction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient information: height cm:70. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative "2 months 23 days po valve is blocked. " additional patient information has been requested. When additional information is received a follow up report will be submitted.